Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that the drawer was not detected on the bus. The station was powered off, and all components were detached and reattached to ensure proper connections. The station was rebooted, but once the application was up, the hardware did not successfully recover. The station was powered off again, and the fse decided to replace the controller module. One controller module was replaced, and the hardware was rebooted. The application was launched, and once it was up, the hardware was tested. The hardware successfully recovered. Artwork was tested via the inventory account, and all hardware performed successfully. The bus cable was re-seated. Bio ID was tested, the barcode scanner was tested, and keyboard functions were verified. Hardware was tested via the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.